Manufacturer narrative:
In (B)(6) 2018 (reported as since one month ago) the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was discharged on an unreported date. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.